Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to failure of the circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit front panel display disappeared after the device was started. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of front panel display disappeared was confirmed. Device evaluation found that the screen blacked-out which was due to faulty printed circuit board. The additional evaluation findings are as follows: the gas flow was insufficient due to a defective 1st regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.